Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while attempting to cross the lesion, which was severe, the area near the transducer appeared to be at risk of detachment. The device had not gotten stuck in the lesion or with another device. The opticross was removed using the normal method without any separation. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while attempting to cross the lesion, which was severe, the area near the transducer appeared to be at risk of detachment. However, the device was removed using the normal method without any separation. There was no occurrence of the device becoming stuck in the lesion, nor was there any issue involving the device used at the same time. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed the imaging window was observed to be bent. Microscopic inspection revealed the guidewire exit port was damaged, but the distal section of the tip was in good condition. Additionally, the imaging window near the tip was observed kinked. The functional test showed no indication of resistance in tracking the guidewire into the catheter was noted. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to patient condition. This conclusion is supported by the following objective evidence: regarding the damaged exit port, this occurs due to friction between the edges of the exit port and the guidewire. This friction could be found during advancement of the device into patient's anatomy due to the lesion characteristics, caused by the maneuvers of the user which could lead to an excessive friction that deforms the material. No deviations were found in the DHR review, the reported anatomical factors probably contributed to the failure found. Therefore, adverse event related to patient condition is the most probable cause for the catheter difficult to cross lesion issue.